Event description:
An initial report of hospitalization was received by united therapeutics drug safety on 11-jan-2024 and forwarded to millyard advanced medical products, llc on 12-jan-2024. The patient reported receiving a pump failure alarm, and troubleshooting was unsuccessful. Patient attempted to switch to her backup pump, but received a pump failure alarm. The patient was instructed to go to the hospital. It was additionally reported that the product issue did not cause or contribute to patient or clinical injury. No components associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.

Event description:
An initial MDR regarding this case was filed 09-feb-2024 (report number 3016798778-2024-00011). Additional information was received by millyard advanced medical products, llc by way of a completed technical investigation on recently received materials that were in use by the patient during the referenced event. Logs from remote (B)(6) (paired with pump (B)(6) and remote (B)(6) (paired with pump (B)(6) show that the systems generated pump failure alarms on the date of the complaint. Since pump (B)(6) was not returned, no further investigation is possible into the cause of that system's recorded alarms. During the investigation, pump (B)(6) was examined and a hardware failure was observed to be the cause of the alarms recorded by the system. Both systems functioned within specification because they alarmed accurately and entered a failsafe state after alarming.